Manufacturer narrative:
Catheter model 8711, serial # (B)(4), implanted: (B)(6) 2011. (B)(4).

Event description:
During placement of the first catheter, when an attempt was made to insert the catheter into the intrathecal space, resistance was felt and the catheter could not be removed. The catheter tip fractured, hence was left in the intrathecal space. A new catheter was inserted and placed. No patient symptoms were reported. The device system was used to infuse gabalon.